Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7084934.

Event description:
It was reported that patient had trouble with the wound at the midline incision site and physician staff change the bandage to less something irritating. It was noted that patient had wound had healing issue. The physician cleaned and irrigated the area and closed the wound. The patient was doing well post operatively.